Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 565 mg/dl with moderate ketones. Reportedly, there were air bubbles in the infusion tubing. The customer completed a cartridge change to resolve the air bubble issue. Additionally, the customer indicated that basal rate requires adjustment with the healthcare provider. Bg was addressed via correction bolus and drinking water.